Manufacturer narrative:
H6 correction: the patient code c50643 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient did not experience a spinal headache during this recent episode. It was noted the existing catheter was still in place and the patient was placed on flex dosing and was doing better. The hcp was continuing to monitor. It was also reported the cause of the issue and baclofen withdrawal syndrome was still unclear (increased exertion by the patient verses catheter kink (resolved)). The patient¿s symptoms were improving, and the device system was still in place. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was initially reported on (B)(6) 2020 that the patient had a pump refill a few days ago. Since then the patient has had anxiety, confusion, muscle spasms and withdrawal. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only). The patient was heading to the emergency room (ER). The ER physician was calling the reporter for information on what to do with the pump. At the time of the report technical services provided the emergency procedure intrathecal baclofen (itb) and provided the manufacturer¿s national answering service number to page a company representative. It was noted that the reporter knew very little information. The reason for the call was to ask if the patient should go into the emergency room (ER). The reporter was to speak with the ER physician. Additional information was later received from the hcp on 2020-sep-24. It was indicated that the cause of the issue / patient's symptoms was uncertain but it possibly due to overexertion. It was reported that a catheter dye study was performed, and the pump rate was adjusted. The patient was being followed to see her response to the pump adjustment. Additional information was received from a physician, who was also the patient¿s father. It was noted that they were very familiar with the pump. The patient was on their second pump installed about 8 years ago and replaced in 2017 related to aging, further noted that they were not aware of the specified reason, e.g. Battery failure, etc., but had no problems with the replacement pump until a week ago. The problem had occurred over a weekend. About a week ago the patient had climbed up stairs and was moving without difficulty. The next morning however she had severe muscle spasm, bilateral leg clonus, and severe generalized itching. It was noted that walking up stairs could have displaced the catheter but should not have resulted in a week of severe baclofen deficiency. The patient had never had clonus prior to this. They wondered about some muscle injury, usually trivial, but in her case, leading to secondary severe muscle spasms, etc. The patient went to the ER where a company representative came (believed to be sunday evening) and normal interrogation occurred. The patient was sent home. The patient was placed on q8h oral baclofen to cover what seemed to be baclofen withdrawal symptoms. The hcp wanted to rule out an issue with the pump. The next day their pump managing physician did a bolus injection or radiopaque dye through the pump and found the catheter to be intact. It was noted that the patient¿s managing hcp had thought the catheter was fine, but they think the managing hcp had used the wrong method to check the catheter. A few hours later the patient had remarkable improvement; the muscle spasm, clonus, and itching disappeared. The itching emerged as a valid indicator of baclofen deficiency. They therefore believed there must have been a kink in the catheter that was relieved by the pressure of the bolus injection. Several hours later the patient was however worse again with the same symptoms. The reporter was not sure the catheter was really ok. It was noted that when the bolus contrast dye was given for x-ray, much of the pump contents went out too. Since then, past few days, the patient again has been spastic and itching. Regarding the patient having been on oral baclofen, the spasticity was present but was better than in the beginning which was due to the oral baclofen or to a 10% increase in flow rate, but no better than with an additional 15 % increase when the 10% made no difference. The patient was having increased spasticity and some itching. It was noted that the pump managing physician thought the problem was the catheter despite the normal x-ray, but they couldn¿t see all portions/levels of the catheter and had thought the catheter should be replaced. ¿severe spinal headache the initial time¿ was further noted. It was further noted that as long as they were having the catheter replaced, they might as well replace the pump too. It was noted that they could not go on with the present system and that the patient could not function. The patient was on oral baclofen 10 mg three times a day because of severe baclofen withdrawal symptoms. It was noted that no one has seen this particular baclofen delivery problem before, including themselves, her pump physician, or the national authority in her disease in michigan who they consulted. The hcp wanted to know if this patient¿s pump serial number was part of a specific recall. At the time of the report it was reviewed that the pump was not included in any specific serial number lookup related to a field action. It was further reported that approximately 4 to 5 days ago the managing hcp had performed a catheter dye study and used x-ray imaging to see catheter. They were unable to conclude whether there was a real issue with the catheter or not. The catheter was described as 10 years old and x-rays showed it was intact, and that the scar tissue should be very mature and solid by now to inhibit catheter displacement. Approximately 2 hours after the dye study, the patient was doing much better. The reporter indicated he realized that during the dye study, when they pushed the dye, they might have pushed some drug to give patient a bolus which could have resulted in the patient feeling better afterwards. About 4 hours after the dye study, the patient was however having severe withdrawal symptoms again (spasticity, itching, clonus) but not as bad as the first time. The patient was put on oral baclofen since then and the managing hcp had increased the dose by 10% and then added another 15% for a total of 25% increase. The reporter indicated that they think what happened was that the dye that was pushed must have unkinked the catheter. The reporter indicated another theory that they had was that the dye injection might have pushed the tip of the catheter out of the intrathecal space and into the subarachnoid since the patient has had two blood patches done in the past. The caller was not with the patient, so no troubleshooting was performed. The patient was redirected to their hcp to further address the issue. The caller will have pump sent to the manufacturer if the pump is replaced. Regarding the patient¿s relevant medical history, the patient has a hereditary disease (hereditary spasticity paraplegia that was passed down from him to his daughter (patient). The reporter indicated that they were a board-certified internist, so he ended up taking care of his daughter over the weekend. The reporter thought there might be an issue with the pump or catheter because there was no other explanation to explain what was happening. The pump was currently administering baclofen of an unknown concentration at an unknown dose rate. No further patient complications have been reported as a result of this event.